Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a saccular 5.5 cm abdominal aortic aneurysm approx one month ago. The aortic is 3 cm long and the vessels were unremarkable. After the deployment of the stent graft, there was no-aggressive modeling with a balloon. After deployment, a type IV leak was seen at the ipsilateral limb. No further intervention was performed. There was no intervention, and the pt will be monitored. The pt had been given 6000 units of heparin during the case. No additional clinical sequelae were reported, and the pt is fine.